Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that 3 weeks after an atrial fibrillation (afib) procedure, the patient was readmitted to the hospital with an esophageal burn. The bwi field representative was not sure how the esophageal burn was discovered and confirmed. A pericardial and thoracic drain was performed on the patient. The patient was reported to be in stable condition. Additional information was requested, but no additional information has been received.

Manufacturer narrative:
The bwi field representative received additional information on november 7, 2013 stating that the patient died. Upon request, additional information was provided on the event. The patient was readmitted to the hospital with a generalized illness and found by CT to have an esophageal fistula. The heart wall was intact. The patient had stroke and surgery to repair the esophageal fistula. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals nor any significant esophageal temperature rises. The esophageal temperature was monitored by anesthesia and the physician. It was unknown how many ablations the patient received before the event. The rf generator was set to power control mode at low watts setting 25, high watts setting 35. The flow setting was set to 8 cc 30 watts and below, 15cc above 31 watts. The sheath used with the ablation catheter was the agilis sheath. The patient received heparin. The act was maintained at 250-300. The patient was hospitalized for two weeks. The patient died.